Manufacturer narrative:
Test data or maintenance records were not provided for battery s/n (B)(4). Probable cause for the failure of serial # (B)(4) might be a low power battery failure. No adverse event reported.

Event description:
It was reported that autopulse nimh batteries s/n (B)(4) stopped with a "replace battery" indication even though batteries were fully charged. This report pertains to battery s/n (B)(4). Report for battery s/n (B)(4) was submitted under MFR report # 3003793491-2012-00078. No adverse event reported.